Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The user received questionable creatinine jaffe generation 2 results for quality control material and for one patient sample. The initial result for the patient sample was -0.16 mg/dl and the repeat result was -0.74 mg/dl which was reported outside the laboratory. The customer repeated the sample again and the results were -1.78 mg/dl, 1.37 mg/dl and 1.28ng/ml. The results of 1.37 mg/dl and 1.28ng/ml where considered to be correct and a corrected report was sent. The patient was not adversely affected. The creatinine reagent lot number was 66897101 with an expiration date of 06/30/2014. The field service representative determined there was misadjusted gear pump pressure. He adjusted the gear pump and advised customer of humidity requirements of 30% to 85% as the humidity at the site was at 22%. He informed the customer that this may cause consumable handling errors. To verify the analyzer operation, the customer ran precision testing for creatinine and the results met specifications.